Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. T was reported to abbott that after undergoing sever surgeries the patient's ipg became inoperable and was unable to communicate with external devices. It is unknown if ipg was placed into surgery mode. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that after undergoing sever surgeries the patient's ipg became inoperable and was unable to communicate with external devices. It is unknown if ipg was placed into surgery mode. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.